Event description:
It was reported by the patient¿s spouse that the previously working remote monitor would not get telemetry. Troubleshooting steps were taken to no avail. The patient was referred to the clinic. The clinic later called and reported that the patient had a gastrointestinal procedure recently and when the patient came in they could not get telemetry. The device was then interrogated with the programmer and then they were able to get telemetry with the monitor. Technical services explained that the device was working as expected. Telemetry with the monitor was suspended but had been restored after the programmer interrogation. The monitor and the device are both still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).